Event description:
Patient was presented in-clinic for lv lead impedance variation, but still in range. Suspected externalized conductors were reported. Pacing and sensing were normal. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.